Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. The patient swallowed the capsule. There was no harm caused to the patient or user of the device. A repeat bravo procedure had to be performed. Intervention was not required. There was nothing unusual about the patient or procedure that lead to the reportable event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. No other known adverse events were reported.